Event description:
Upon examination it was noticed that there were new labels placed on top of expired labels. One of the three disposable standard bipolar forceps affected were used on a patient. No adverse event. One of the three had an orginial expiration date of 11/07/2020, the new label placed on top of the old expired label was dated 05/07/2025. Lot number 200507002. Reference reports: mw5119082, mw5119084.